Manufacturer narrative:
The original investigation conducted on (B)(6) 2015 determined that the product had been damaged upon opening. As it originally appeared, the slit in the outer pouch was larger than the slit on the inside pouch, and was not attributed to the device puncturing the pouches but rather most likely occurred when the products were being opened, though this couldn't be confirmed. (B)(6) 2015 - upon further investigation, samples from the same product code were taken from in-house inventory and additional units were found to exhibit a breach in both sterile barriers that appears to be where the device punctured through the packaging. The two returned products were re-examined and it was determined that the slits did appear to be caused by the devices breaking through the packaging instead of cut upon opening the implants for surgery as originally suspected. Review of the manufacturing, packaging and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the packaging issue.

Event description:
On (B)(6) 2015 an omni sales representative submitted a complaint indicating that a size 5 arc hip stem was opened and found to have a sterility compromise due to a tear in the package. A second size 5 arc stem was opened and found to have a similar compromise, a third size 5 arm stem was opened and was fine, and used to complete the surgery.